Manufacturer narrative:
(B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of unspecified baxter access sets alarmed air in line. The events occurred during unknown infusions. It was further reported the air in line alarms transpired on the spectrum iq pump and cause the infusions to stop. There was no report of patient injury or medical intervention associated with this event. No additional information is available.